Event description:
The customer alleged that the unit was "smoking". There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse noted that the oil filter was smoking. The fse swapped out the oil filter housing. Full function tested and all passed. System meets manufacturing specifications.